Manufacturer narrative:
Initial reporter is company representative. Investigation summary: picture review: the narrative could be confirmed due to the received picture. The spring is not visible on the received photo. Visual inspection: the compression spring is missing as complained. In general, the device is in good condition and shows only normal signs of use. Document/specification review: according to the test instruction the device was visually and functionally checked per 100% at manufacture and passed. Dimensional inspection: the compression spring was not sent back for evaluation; therefore, dimensional inspection cannot be performed. Summary: the complaint is confirmed as the compression spring is missing. This production lot (l244642) was manufactured in december 2016 according to the specification. The parts conformed to the specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. Assembly of the three returned component parts (50101496 prong, 50101498 shaft and 50101499 sleeve) could be done, but without the corresponding compression spring the proper function is not ensured. The damage occurred is determined to be post production/acceptance criteria. Although the exact circumstances are not known it is most likely that this component part got lost during reprocessing cycle. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history: part: 314.080, lot: l244642, manufacturing site: (B)(4), release to warehouse date: 21 dec 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in country as follows: it was reported during inspection of a loaner kit the holding sleeve was missing a spring component. No patient or surgical involvement. This is report 1 of 1 for (B)(4).